Event description:
It was reported that when the 2.5 x 18 mm xience v stent delivery system (sds) was removed from the packaging, it was noted that the stent was not properly crimped on the balloon; therefore, the device was not used. There was no resistance noted during removal from the packaging. A new xience v sds was used without issue. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The loose/dislodged stent was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.